Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted to change the site, however, reverted to an alternate method of insulin therapy.